Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0erfb, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was unable to urinate and had to self-cath. The patient was implanted on (B)(6) 2014 and was wondering if it was a side effect of the implant or medication. The patient had not yet called her healthcare provider (hcp). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.